Event description:
Infection control requested the device be removed from service last week as we again struggle with water testing coming back at unacceptable levels of bacterial growth. The manufacturer's IFU recommends that if cultures are unacceptable x2 specimens to send the device back to them for disinfection, however they don't have a process in place for this. Hospital became aware and notified of this being a major issue due to FDA public notice.